Event description:
It was reported that during the implantation of the device on (B)(6) 2010 only 6 electrodes could be inserted into the cochlea, due to the presence of a tumor in the middle ear. The pt only had responses on the first five electrodes and his performance was very poor. Therefore it was decided to explant the device, which was however working according to specification.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for eval. When available, a device failure analysis will be submitted as a follow up report.